Manufacturer narrative:
Concomitant medical products: pb1018 transcatheter valve, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the suture sleeve of the right atrial (ra) lead was damaged due to being sutured too tightly, resulting in a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.